Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified. It is likely that the material remained in to the device because reprocessing could not be conducted properly due to the discovered leak in the bending section cover. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185, cf-h185l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-h185, cf-h185l/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus company representative reported on behalf of the customer that during routine maintenance, the evis exera iii gastrointestinal videoscope sheath was worn. The issue was observed during routine maintenance, and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the light guide lens had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and in addition to the reported in b5, the device evaluation found the following: due to damage on switch 1 the water tightness was lost, the indication on the grip was unclear, the forceps channel port had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had a scratch, the up/down knob had a scratch, the suction cover had a scratch, the switch box had a scratch, the control unit had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, the scope connector cover unit had corrosion due to water leakage, the label on the scope connector was peeled, due to a cut on the bending section cover rubber the water tightness was lost, due to a crack on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a buckling, the universal cord had a wrinkle, and the adhesive around the light guide lens was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.